Event description:
The facility reports the patient was being lifted from chair to bed. As the patient was positioned over the bed and his feet started to touch the bed, the hoist and reacher fell from the trolley. (B) (4).

Manufacturer narrative:
The facility staff and the distributor investigator were unable to replicate this incident using the equipment involved in the original incident. The investigator found no fault with any aspect of the equipment or installation. Simulation of the incident was also performed in laboratory and with the reacher correctly attached to the trolley; it was not possible for the reacher to become detached inadvertently. However, if the reacher is not fitted through the trolley (as explained in the user's guide) and the end of the reacher is rested on the trolley, then the unit will stay attached while under load, but will become dislodged when any load is removed and the hoist will fall. It appears that the event was most likely related to a staff training issue and a lack in planning of the transfer. The user's guide included with every reacher clearly shows the correct fitting of the reacher with a warning stating 'any other installation methods are unsafe and may result in injury.' The manufacturer recommends the customer retrain the personnel that operate this type of product and record this retraining.